Event description:
It was reported that an ilet user experienced anchor adhesive detachment twice, followed by repeated ¿unable to proceed¿ errors during fill tubing despite multiple supply swaps, performing a dry run that stopped near 71 units, restarting the device, and receiving remote troubleshooting and education; a replacement device was issued. Symptoms included no change in blood glucose and no clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote technical assessment, guided troubleshooting, device restart, supply replacement, and a dry run. Investigation of this device was confirmed through engineering and motor log review; however, a specific root cause could not be determined.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."